Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) during a normal follow up. Further analysis revealed the lead was dislodged. The patient underwent a revision wherein it was noticed the lead migrated into the superior vena cava (svc) and coiled inside the surgical pocket. A physician determined the lead was not sutured during the initial implant procedure. As result, the lead was extracted and a new ra lead was implanted prior to wound closure.